Event description:
It was reported there was a lead revision on (B)(6) 2011. The patient and device information was not reported. The patient recovered without sequela additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the lead revealed no significant anomalies; lead had no broken or fractured conductor wires. The conductor coils were crushed at the burr hole site, but continuity was acceptable, and there were no shorts between circuits.